Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed. Blood glucose (bg) was 400-500 mg/dl and an insulin injection was administered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and an insulin drip was administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent injury. As tandem technical support was not contacted at the time of the occlusion alarms, a system check could not be performed to determine a possible cause.